Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. Solidified blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified saline solution before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak at the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that difficulty crossing the lesion occurred. The 75% stenosed target lesion was located in the moderately calcified moderately tortuous proximal right coronary artery (rca). A 10 mm x 3.50 mm wolverine coronary cutting balloon monorail was used and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good. However, returned device analysis revealed a pinhole leak in the balloon.